Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff was not deflated properly. It was suspected that the inflation line was damaged. The customer reported that the patient had re-cannulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.